Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of why the physician had a difficult time removing the lead from the old ins and unable to fully insert it into the new ins was not determined. They stated that no further actions have been taken to resolve the high impedances, but the patient will be seen on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: 2012-02-10, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 25-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a healthcare provider (hcp) regarding a patient implanted for spinal pain. It was reported that the hcp had a hard time removing the lead from the patient¿s previous implantable neurostimulator (ins). Upon insertion of the lead into the new ins, the hcp was not able to get the 0-7 lead into the correct location. It was noted that connectivity showed electrodes 0, 1, 6 and 7 were ¿in the red.¿ the hcp was not able to push the lead all the way into the battery, so they stopped pushing and screwed the lead in. It was noted that the 8-15 lead showed green connectivity, but also showed impedances greater than 40,000 ohms. The rep mentioned that electrodes 2-5 on the 0-7 leads were green, but then also showed greater than 40,000 ohms. No contributing factors were reported. The rep stated that the patient was able to feel stimulation post-operative. They noted that they had to use different programming than the patient¿s original programs. The rep indicated that the stimulation is going to the patient¿s right leg where they need it. The hcp stated that they will replace the lead if they are unable to get coverage. No further complications or patient symptoms were reported or anticipated.